Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was sent to the emergency room, and an MRI of the head was taken post procedure due to having stroke-like symptoms. The patient was reprogrammed with effective therapy and has been reported to be stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.